Event description:
A serial testing for cortisol was performed on a patient who was undergoing adrenal stimulation testing, and an erroneously low result was reported. The result was questioned by the physician. The specimen was re-tested and repeated results more closely matched the expected value and a corrected report was sent. Customer reported that there was no injury or change in treatment associated with this event.

Manufacturer narrative:
The specimens were collected in 3.5ml plasma tubes with gel separator and centrifuged at 4,000 rpm for 4 minutes. Qc is run daily, and was in range prior to and after the event. System checks run on (B)(4) 2009 and (B)(4) 2009 passed all specifications. Based on the archived data, errors were reported on the event log. A field service engineer (fse) was dispatched: the fse inspected the instrument and cleaned parts. The fse replaced incubator belt and rv vessel holders, and substrate probe. The fse primed analyzer and conducted performance testing. Treatment is not likely to be initiated or withheld based on a low cortisol result obtained. On recur, the hardware issue could affect pivotal assays. Erroneous results of a pivotal assay may contribute to serious injury to the patient. Hardware was the root cause of this event.